Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined.